Manufacturer narrative:
H.6 investigation summary material #: 367819; lot/batch #: 2032645. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin and poor clot formation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for fibrin and poor clot formation was not observed. Bd was unable to duplicate the customer¿s indicated failure modes, fibrin and poor clot formation, because the defects were not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fibrin and poor clot formation based on photos only. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 10 bd vacutainer® serum / cat blood collection tubes there were clotting issue and fibrin discovered. There was no patient impact. The following information was provided by the initial reporter: blood were not completed clotted in bd serum tube (red tube). There were some fibrin in the serum.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 10 bd vacutainer® serum / cat blood collection tubes there were clotting issue and fibrin discovered. There was no patient impact. The following information was provided by the initial reporter: blood were not completed clotted in bd serum tube (red tube). There were some fibrin in the serum.